Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that both of the patient's thoracic leads had high impedances. Fracture was confirmed under fluoroscopy. It was noted that the patient had a fall prior. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated d6b-date of explant.

Event description:
Additional information received indicates, surgical procedure took place on (B)(6) 2025, wherein both the fractured leads were explanted and replaced to address the issue.